Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of machine will not stay all night. Constantly is shutting down in the middle of the night. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre, and observed the pca is damaged, traces of burn, inlet/outlet seal port and heater plate with contamination. The customer complaint was reproduced. There was 1 error has been identified. The device was scrapped.